Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Without the actual device and/or lot number a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that there were issues in the oncology clinic recently with leakage once the bags were hung. The pharmacists in the clinic thinks it might be the secondary tubing. It has happened with different bag sizes and with or without a filter attached. No injury reported.